Manufacturer narrative:
Forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at: 48,120 joules of use, the "fiber laser direction became front" firing. The procedure was completed using a second fiber. Patient outcome: "no injury." There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the fiber bevel edge at the output window has shifted forward. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2015.